Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported left side rupture via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: non penetrating nicks observed. Red particles on the surface of the shell.

Event description:
Healthcare professional reported bilateral rupture, diagnosed via MRI. The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d2, d4, g4, h6.

Event description:
Healthcare professional reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.